Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 584 mg/d. The customer doesn't feel he is receiving the correct doses using the bolus wizard. The customer was assisted by nurse to troubleshoot as to why and adviser her to reach out to his doctor for reviewing numbers as well as his family so they could be aware and offer further assistance.